Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no moisture damage found on the electronics, motor, vibrator, and battery tube assembly during visual inspection. Insulin pump received with no button response due to corrosion on keypad traces. No button error alarms noted during testing. Insulin pump had a cracked case on the lcd display window corners, cracks on the battery tube threads, cracks on the reservoir tube lip and cracks on the reservoir tube.

Event description:
It is reported that the customer had high blood glucose levels of 144 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported wearing the insulin pump inside the bra and she was sweating. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.